Event description:
It was reported that a patient on peritoneal dialysis (pd) experienced peritonitis. There were no reported allegations that the peritonitis was caused by any malfunctions or issues with fresenius products. In additional follow-up, the patient¿s pd nurse confirmed the patient was experiencing symptom of abdominal pain. As a result, on (B)(6) 2022, the patient had a pd culture obtained in the outpatient pd clinic. The nurse indicated the pd culture grew corynebacterium species. The patient was treated with intra-peritoneal (ip) vancomycin and ceftazidime (per clinic protocol) on an outpatient basis. Per the nurse, the patient is reportedly recovering and continued pd treatment with the same cycler. However, per the nurse, it was also discovered the patient¿s pd catheter (not a fresenius product) was malfunctioning and causing the reported slow drains with the cycler. As a result, the patient had a hemodialysis catheter placed and is transitioning to hemodialysis modality for renal replacement needs. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse attributed the cause of peritonitis to a breach in aseptic technique during the pd exchange.